Event description:
Per the customer¿s biomed, the respiratory therapist was checking out the v60 ventilator unit and reported that the touchscreen was not working per specifications. The device was not in patient use at the time of the reported event and there were no reports of patient or user harm or injury. The customer requested the part number for replacement touchscreen. The philips remote service engineer (rse) provided the part number for a replacement touchscreen. Biomed confirmed that the replacement touchscreen was received at the customer facility. However, repairs have not yet been completed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from customer biomed. Biomed confirmed that the unit was repaired by replacing the touchscreen. The device was confirmed to be back into service.